Manufacturer narrative:
Concomitant medical product: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that impedances were out of range on c-0, c-1, and c-3 on the left ins when tested at 0.7 and 1.5v. However, the values were no longer out of range when tested at 3v, but they are unsure what the values were. The bipoles were not out of range when tested at 0.7 and 1.5v, only the case pairs, with the patient only using c-2 for programming. The patient has also been feeling an intermittent shocking sensation in their right arm as of (B)(6) and had a visible tremor in their right arm, but are unsure if they are getting therapeutic benefit currently on the right side as stimulation was never turned on. The healthcare professional (hcp) asked the patient to shut off their left ins prior to the appointment so stimulation was off when they came into the clinic on date notified, and left off for the duration of the visit. It was noted by the patient that they didn't notice much of a difference in tremor whether stimulation was on or off, and that they were standing up when the shock started. There were no falls or trauma related to the issue. The patient is comfortable with stimulation off and will come back in a month following date notified to see how they are doing. There were no issue with the right side ins. No further complications are anticipated. The patient's indication for implant is movement disorders. See related regulatory report 3004209178-2017-08683.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was added in error. (B)(4) has taken its place. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that stimulation was turned off, which stopped the shocking sensation. No further interventions were planned to resolve the situation. The cause of the out of range impedances and shocking were still unknown at the time of this follow-up report. No further complications are anticipated.